Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Visual and x-ray examination of the lead did not find any anomalies except for the damage found consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported a patient's atrial lead presented with dislodgement. The lead was explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.